Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted. This is a product not distributed in the us and does not have a 510k number.

Event description:
The customer reported to baxter (B)(4) a clearlink access valve where "the liquid cannot flow out of the product before connected to patient." The process step was before use. There is no report of patient involvement, injury/adverse events, or medical intervention in association with this event. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Evaluation summary: a sample was received for evaluation. Visual inspection revealed no non-conformances. A syringe was connected to the luer activated valve and water was injected. Water could be injected through the valve. No blockage was found. The reported condition was not confirmed. The root cause was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot.